Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited far r oversensing, which caused inappropriate automatic mode switch episodes. The medical provider was asked if they wished to reprogram the device, but they said they were comfortable not changing anything, and will continue to monitor. The patient is stable.